Event description:
The hcp reported the pump and the catheter were removed due to an infection. The patient was implanted again in 2002. A follow up report will be sent when additional information is received.